Manufacturer narrative:
The insulin pump had an unresponsive up and down buttons due to moisture damage keypad traces. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and that the pump is giving the wrong amount of insulin. The customer's blood glucose reading was unknown at the time of incident, although the customer indicated that she had lows recently. The customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.